Event description:
Caller states that the patient tested >8.0 inr and 5.6 inr during duplicate testing and a comparison lab returned as 4.09 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.